Event description:
Per customer call, the product has different readings than the monitor used in her doctor's office and the doctor has advised her to stop using her personal monitor.

Manufacturer narrative:
Per customer call, the product has different readings than the monitor used in her doctor's office and the doctor has advised her to stop using her personal monitor. Customer also reported "at cardiologist appt (B)(6) 2026 -bp was 148/62/54, dr. Used my unit & bp was 157/68/53 (per dr. Unit was not accurate)." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.